Manufacturer narrative:
Based on the supplier investigation, the device history record could not be reviewed as the lot number was not provided. Therefore, the supplier cannot confirm the complaint product is produced by them. However, supplier had reviewed the last 3 lot numbers shipped, n210368, n210468 and n220050. No abnormality during production and inspection was found. A sample was not returned for evaluation. Supplier tested the retained samples from last 3 lot numbers shipped. The connection strength test results meet the product specifications. These products are disposable and cannot be reused. Icons are indicated in the labels. Based on testing and the information provided, the root cause cannot be determined.

Event description:
Customer reported that during removal of jp drain from the patient, it broke. This is 1 of 3 events that has happened at our institution with the same drain. Event date is unknown. No further information was provided when requested.